Event description:
It was reported that the patient fell down the stairs about ¿2 to 3 weeks ago¿ and ever since has felt a burning sensation where the stimulation coverage used to be when the stimulation is turned on. It was noted that implantable neurostimulator was turned off until it could be checked. Additional information was requested but was not available at the time of report. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID; 37754, serial# (B)(4), product type: recharger. (B)(4).